Event description:
A peritoneal dialysis (pd) patient had contacted fresenius technical support to report while using the liberty cycler they experienced a blank screen during power up. The patient stated the cycler alarmed while they were in treatment and then the screen went blank. They said it is still running but nothing is on the screen. The customer support representative had the patient check the plug and it was in. They then had the patient reboot the cycler. The patient said they didn't see any lights, but it alarmed and then they saw the ok and stop light up but then went off. The customer support representative let the patient know that the cycler was to be replaced. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was replaced. Upon receipt of the replacement cycler, the patient also perceived an electrical burning smell. No smoke or sparks were seen. The patient has continued to complete treatments on the new cycler from the replacement without issue. No adverse events or injuries were reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2425 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.